Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/23/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump was opened and there was moisture found. Unrelated to the initial complaint, it was observed that the ok keypad button was unresponsive to user presses during the investigation. The keypad was removed to inspect under the contacts and contamination was found under the button contacts. The button¿s slug was found to be misaligned and contained contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.